Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the battery went dead, it just came back. The customer was refilling the reservoir, without putting new tubing, when it said press act. The customer had a problem, she let a drop come out, and it doesn¿t register. The customer reported that she had seen the drops and number on the screen. It does go to that point, where it asks if you can see the drops. The customer was advised to hold down act until they receive second series of beeps or numbers appear on the display. The troubleshooting determined that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.